Event description:
The nurse of a peritoneal dialysis (pd) patient reported the patient finding a fluid leak during his treatment. The patient's pd nurse stated that the patient woke up during his treatment and found fluid leak from a hole in his patient line. The set was not made available for evaluation. During follow up, the patient's pd nurse stated the patient had no infection and was administered prophylactic antibiotics. According to the clinic notes, the patient was administered vancomycin.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. The device history record review could not be performed because the lot number was not known and no information was found in the sap system for this pt.